Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, abnormal menses, bacterial vaginosis, endometriosis, uterine fibroids, uterine inflammation, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, bleeding/spotting after sex, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (metrorrhagia), candida, uti (urinary tract infection), bladder infection, cervicitis/vaginitis, itching, burning, stinging, stabbing of vaginal entrance, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, nausea, vomiting, gas, constipation, diarrhea, bowel issues, food allergies, hives, rashes, skin irritation/itching, headaches or migraines, dizziness, brain fog -; cloudiness, forgetfulness, anxiety/panic attacks, dental issues, insomnia, excessive sweating.